Event description:
Customer reported an unexpected negative reaction on the echo. A patient sample with a history of an anti-fya and anti-k resulted as negative for antibody screen.

Manufacturer narrative:
Reactivity of the k and fya antigens were confirmed on retention capture-r ready screen(3), lot r043 and crrid, lot id114, these reagents were used by the customer at the time of the event. The customer's returned sample, was tested with retention crrs(3), lot r043 when tested on an in-house echo. The sample was nonreactive with all reagent red cells. The sample was tested with retention panoscreen I and ii, lot 15378 using immuadd as the potentiator. The sample reacted +w at the immediate spin (is), rt and the indirect antiglobulin test (iat) phase with the k+k+; fy(a-b+) reagent red cell. The sample was nonreactive with the k-fy(a+) cell. The sample was insufficient for further investigation. Results indicate the sample's anti-k may be wholly igm in nature; igm antibodies are not detected by capture. Customer stated reagents are not always allowed to warm to room temp prior to testing. Customer was reminded that the package insert for capture products states reagents must warm to room temperature prior to testing.